Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during an attempted placement of a xen®45 gts in patient's left eye, the "blue mechanism is sticky, hard to advance." No injury occurred to the patient and a backup device was used.

Manufacturer narrative:
Device analysis: the device was subject to visual and functional evaluation in accordance with the attached test plan. A slight bend to the needle was found, but no other physical damage, debris, and/or anomalies were observed on the returned packaging or device. There was a small gap between the two halves of the device. The functional evaluation confirmed stiffness in the slider when actuating; however, it's unclear if this is due to the needle bend. Force test was re-performed two times each after fixing the needle guide straightened and removing it to allow the pusher rod to go freely. The injector passed in all positions. The root cause of force test failure is due to the bent needle. The complaint was unable to be confirmed due to condition of returned device.

Event description:
Healthcare professional reported during an attempted placement of a xen®45 gts in patient's left eye, the "blue mechanism is sticky, hard to advance." No injury occurred to the patient and a backup device was used.